Manufacturer narrative:
Analysis synthesis: upon reception, the smartview connect was tested and the reported behaviour was reproduced as the message was displayed, and the device was not usable. An in-depth analysis determined that the device does not have an international mobile equipment identity (imei), which is not expected. The root cause of the missing imei could not be conclusively identified; however, potential factors include an abnormal change over time, a hardware malfunction, or an operating system¿related issue. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, the smartview connect displayed that the 'app is not responding'.

Event description:
Reportedly, the smartview connect displayed that the 'app is not responding'.